Event description:
The product complaint report shows the customer alleged the mask from the dmr2 resuscitation bag does not stay. It is alleged that this can result in a delay of treatment. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.